Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that both stations had frozen on a blue screen. A technical support specialist (tss) reviewed event viewer logs, identifying event ID (B)(6) (task category (B)(4)) indicating 'connectivity state in standby, disconnected, reason: nic compliance.' Tss verified lan adapter settings and confirmed power saving options were already disabled, rebooted both stations, and installed pending windows updates on the chanes1 station. A system file checker (sfc) scan was run on both stations, which detected and resolved system file corruption. No further issues were identified. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was frozen on blue screen and had to be hard to restart. There were no adverse events or injuries reported based on this event.